Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One (1) hour post procedure the patient's blood pressure dropped. Transthoracic echocardiogram imaging showed that there was a pericardial effusion with cardiac tamponade. The patient underwent open-heart surgery to drain the fluid from around the heart and to repair the perforation that occurred. A small hole at the tip of the laa was suture closed during surgery. The patient is doing well and is expected to make a full recovery from this event.